Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan alleging that the control solution results were below the expected control solution range. A control solution result of 73mg/dl was obtained using the subject meter. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.